Event description:
Complainant alleged that while attempting to defibrillate a male pt the device displayed a "bridge test fail" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.